Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on event on (B)(6) 2025. The site of detachment was quick release. The infusion set was in use for 2 days. The blood glucose level was high and the patient was treated with correction bolus pen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.